Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) heavier than normal periods once essure was implanted.') In an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and pregnancy ((B)(6) 2011). Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced headache ("headaches") and pain ("chronic pain"). The patient was treated with surgery (surgical removal of coils.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and vaginal haemorrhage was resolving and the fatigue, migraine, headache and pain outcome was unknown. The reporter considered fatigue, headache, menorrhagia, migraine, pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:- r essure placement 2 coils visualized. L essure placement 11 coils visualized. Lot number: 827927, manufacturing date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- headaches and pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) heavier than normal periods once essure was implanted.') In an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and pregnancy (B)(6) 2011). Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (surgical removal of coils.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and vaginal haemorrhage was resolving and the fatigue and migraine outcome was unknown. The reporter considered fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:- r essure placement 2 coils visualized. L essure placement 11 coils visualized. Lot number: 827927 manufacturing date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) heavier than normal periods once essure was implanted.') In an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and pregnancy ((B)(6) 2011). Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (surgical removal of coils.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and vaginal haemorrhage was resolving and the fatigue and migraine outcome was unknown. The reporter considered fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: -r essure placement 2 coils visualized. L essure placement. 11 coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), fatigue, migraines/headaches were added. Removal details added. Case becomes incident. New reporters and plaintiffs information added. Historical conditions and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.